Event description:
It was reported that during an unknown procedure, the trocar was leaking. It was loosing pneumo. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.